Manufacturer narrative:
Image review: post-op x-ray, l4-s1 fusion repeated as l3-l5. 2017 xrays show fracture of s1 screws with a portion of the sq screw retained in the sacrum. There is a paucity of bone in the lateral spine and an interbody graft was used. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted: l3-l5 it was reported that the patient presented with central stenosis and instability and underwent stabilization with screws. Post-op, the screw broke . Revision surgery was performed to remove the screw. Part of the screw remained in patient.

Manufacturer narrative:
Visual and microscopic examination of mas bone screw confirms breakage approximately 3 threads from the base of the bone screw head, optical examination reveals smearing of the fracture surface. Examination of the fracture surface revealed a fairly flat fracture, with gently convex striations through the cross-section of the material, consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.